Event description:
A report was received that a patient was experiencing burning in the pocket site and a lot of swelling. The patient saw his physician who drained the pocket site of its fluids and a culture was taken. The patient does not believe the symptoms were device or procedure related. The patient's symptoms have not resolved as the patient has significant swelling in his pocket site again.

Event description:
A report was received that a patient was experiencing burning in the pocket site and a lot of swelling. The patient saw his physician who drained the pocket site of its fluids and a culture was taken. The patient does not believe the symptoms were device or procedure related. The patient's symptoms have not resolved as the patient has significant swelling in his pocket site again.

Manufacturer narrative:
Additional information was received that the patient's fluid in the pocket is better. The patient is doing well.